Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set adhesive issue event on (B)(6) 2025.the infusion set fell off during use. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5. H11: request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.